Manufacturer narrative:
The results of the investigative analysis revealed that the outer jacket appeared to have threads of material peeling off of the shaft. Quality enginering has determied that the hypotube jacket peeling is related to damage caused to the surface of the outer jacket. Analysis indicates that the jacket is more susceptible to peeling after sustaining damage if the outer layer of the coextrusion is thin. The jacket most likely sustained mechanical damage while being pulled through the rhv of possibly during general handling. As part of quality process, all acs rx rocket coronary dilatation catheters are inspected for damage to, or peeling of the hypotube shaft prior to packaging. In addition, the thickness of the outer layer of the extruded hypotube jacket material is being monitored to minimize the probability of jacket peeling due to damage. A review of the device mfg record revealed no nonconformities that would have contributed to this complaint. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that a thin layer of nylon appears to be coming off the shaft of the catheter near the guide wire exit notch. Reportedly, there was no pt injury associated with this event.